Event description:
It was reported that the device had a power on reset and wireless telemetry was not available. The device is still in use. No patient complications were reported as a result of this event. It was later reported that there was another por and the wireless telemetry was again not available. It was noted that the pacing output was high. The patient also noted that they had an ablation in may. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. (B)(4).

Event description:
It was reported that the device had a power on reset and wireless telemetry was not available. The device is still in use. No patient complications were reported as a result of this event.